Event description:
Same case as manufacturer report number: 2183620-2009-00033. On (B)(6) 2009, during a free flap procedure, the physician used a 3.5 mm coupler device. After approximation of the coupler, the physician attempted to release the coupler from the anastomotic instrument, but the coupler was unable to be released. It was noted that, contrary to the instructions provided in the device IFU, the physician had not squeezed the coupler together with a clamp or forceps prior to attempting to release it from the anastomotic instrument. The physician was able to remove the coupler from the anastomotic instrument with a surgical clamp. Another 3.5 mm coupler was used to complete the procedure. The patient's status is reported as "good".

Manufacturer narrative:
The anastomotic instrument is in the process of being returned. Once the device has been returned and evaluated, a supplemental report will be submitted.